Manufacturer narrative:
Patient identifier and date of event: patient 1 sid unknown, (B)(6) 2021. Patient 2 sid (B)(6), (B)(6) 2021. The probe was replaced by the customer at the recommendation of the service representative. Both the probe (list number 08c94-47) and the stat troponin-I reagent are considered likely causes for the falsely elevated results. A review of the instrument service history identified no contributing factors to the falsely elevated stat troponin-I results and no subsequent contacts from the customer regarding erratic or discrepant patient results since replacement of the probe. A review of the tracking and trending data in the alinity I/architect ia product monitoring review (pmr) revealed no systemic issues or trends associated with the issue described in this complaint. The erratic result rate is within acceptable limits with no trends identified. A review of historical data associated with the probe did not identify any trends with regard to elevated or erratic patient results. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency with the architect i1000sr analyzer, (B)(4), was identified.

Event description:
The customer observed a false positive architect troponin result generated on an architect i1000sr analyzer for two patients. Customer provided diagnostic cutoff = >/= 0.3 ng/ml. Patient 1 (sid unknown) initial result = 0.49 ng/ml, repeat result = 0.01 ng/ml and 0.01 ng/ml. Patient 2 sid (B)(6) initial result = 0.47 ng/ml, repeat result = 0.00 ng/ml there was no impact to patient management reported.